Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Additionally, the right atrial (ra) lead exhibited intermittent undersensing. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.